Event description:
It was reported during a routine follow up appointment that this right ventricular (rv) lead exhibited myopotential noise on the right ventricular (rv) channel. All measurements where within normal range. There was no oversensing, and no pacing inhibition. Provocative maneuver's confirmed noise could be reproduced. Device sensitivity was changed. The physician will monitor the patient closely. The rv lead remains implanted. No adverse patient effects were reported. New information for this rv lead and the right atrial (ra) lead exhibited high, out of range pacing impedance greater than 3,000 ohms, loss of capture, over-sensing of noise. There are several episodes of noise over-sensed by the device were recorded and revoked during provocative maneuvers. Xray images were acquired and an underling fracture near clavicle was visible for both rv lead and ra lead. The future plan is to perform surgical intervention. At this time both leads remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.